Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver passed the charge and boot test. The receiver download passed. The log was downloaded and reviewed finding error related to complaint. Global receiver functional test was performed and it passed. Overnight charge and discharge test was performed and passed. The receiver case was opened, and the internal inspection passed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed err hwi2c occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.